Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR): reviewed the DHR for batch 22k10ged0r, there was no defect encountered during in process and final control inspection pertaining fast flow rate. Sample evaluation: received 6 samples of easypump ii lt 60-12-s-EU/sa in original packaging. The batch number and the article number on these printed primary packaging papers were 22k10ged0r and 4540002-07 respectively. Investigation results: the flow rate report of affected batch 22k10ged0r was reviewed. For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between (B)(4). The 6 samples were sent for flow rate test. The flow rate of received samples were within the specification (B)(4) deviation from nominal flow rate. However, there are some possibilities that can cause the fast flow rate to occur during application, such of one or combination factors as listed below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5ml/hr to 5.9ml/hr. Factor 2: external pressure: external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3: folder outer shell: according to IFU, the outer layer has to be unfolded properly prior to filling. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Conclusion: since the flow rate of received samples were within the specification, hence we considered this complaint as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As described by the complaint description: 12h diffuser that switches to 6h.